Event description:
Plaintiff alleges being sensitized to latex gloves from her repeated exposure to latex gloves. Further alleges that as a result of latex allergy, she suffers from humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress.